Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose discrepancy. The customer reported a blood glucose value of 38 mg/dl. The customer reported hypoglycemia. The event involved product(s) mmt-7040ma. Troubleshooting was performed and the customer mentioned that the customer had taken acetaminophen tylenol advise customer taking medications that contain paracetamol or acetaminophen while wearing the sensor may falsely raise sensor glucose readings. The sensor glucose reading was 126 mg/dl and blood glucose was 38 mg/dl. The customer was advised to wait at least an hour and if blood glucose is stable to calibrate. No further patient complications were reported. Product return for mmt-7040ma is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.